Event description:
Hip implanted in 2005 had caused pain and was electively replaced a year later. Crepitus noted in operator room, patient had popping sensation but this could not be replicated in or. Anterior capsular thickening noted.